Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the haver handpiece stopped working mid-case was confirmed. The device was found to have power interruption. It was found that the motor and the buttons were defective and that the device had visible evidence of corrosion. The defective parts were replaced, a preventive maintenance was completed and the device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the device and would have damaged the motor. However, given the information provided, we cannot discern a definitive root cause of the defective buttons of the keypad of the hand control set. The defective components of the device would have caused the device to not function as intended as reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder repair procedure, it was observed that the handpiece device stopped working mid-case. During in-house engineering evaluation, it was determined that the device had evidence of corrosion. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.